Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER ((B)(6)) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the frontal live monitor failed during clinical use on an allura xper fd10/10. The clinical use of the system was in clinical use. There was no reported patient or user harm.